Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2018 that this patient developed a small amount of red drainage from the incision site on (B)(6) 2014. It was noted that medication was given and an ice pack was applied to the area. The clinical observation was not attributed to the device or electrode but to the implant procedure which occurred on (B)(6) 2014. The issue was considered resolved on (B)(6) 2014.